Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted extensive lysis of adhesions and a segmental small bowel resection of iatrogenic enterotomies. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/25/2022. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.